Event description:
It was reported that a revision took place due to a fractured lead. The lead was replaced but remained in the patient surgically abandoned and thus will not be returned. No adverse patient effects were reported.

Event description:
It was reported that a revision took place due to a fractured lead. The lead was replaced but remained in the patient surgically abandoned and thus will not be returned. No adverse patient effects were reported.